Event description:
The shepherd guide wire could not be advanced through a chronic total occlusion (cto) in a very calcified anterior tibial (at) artery. The physician attempted to push the wire in order to advance it through the cto. The wire became stuck when removing it from the non-csi 0.035 support catheter and fractured in vivo at the radiopaque tip. Using a 2.5 mm x 100 mm jade balloon, the balloon was deflated when attempting to remove the fragment from the vessel. The fragment was embedded in the sub-medial portion of the vessel preventing the use of a snare. The fragment remains in the chronic total occlusion segment of the distal right at. The lesion was not treated, and the procedure was completed. A procedure is planned for another angiogram with intervention utilizing an antegrade approach to cross the at. The patient is in rest pain per critical limb ischemia criteria.

Event description:
The shepherd guide wire could not be advanced through a chronic total occlusion (cto) in a very calcified anterior tibial (at) artery. The physician attempted to push the wire in order to advance it through the cto. The wire became stuck when removing it from the non-csi 0.035 support catheter and fractured in vivo at the radiopaque tip. Using a 2.5 mm x 100 mm jade balloon, the balloon was deflated when attempting to remove the fragment from the vessel. The fragment was embedded in the sub-medial portion of the vessel preventing the use of a snare. The fragment remains in the chronic total occlusion segment of the distal right at. The lesion was not treated, and the procedure was completed. A procedure is planned for another angiogram with intervention utilizing an antegrade approach to cross the at. The patient is in rest pain per critical limb ischemia criteria.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.